Manufacturer narrative:
Received 1 used silicone foley catheter with only the syringe attached. The visual inspection noted no obvious defects. During the functional evaluation the balloon was inflated with air and then deflated; however, cuff roll was not formed. After that, 10cc of a mix of water and blue methylene was introduced with a syringe and the catheter was left for 3 minutes resting on a flat surface. It was deflated by itself and a cuff roll was not formed. During the dimensional evaluation the active length was measured and results were as follows: short side= 0.6640¿, long side=0.6815¿. The catheter active length was found within specification. The reported issue is unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event.the instructions for use state the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fi ll the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use". (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after deflating the balloon, the lower collar of the balloon remained up. This created an unequal surface on the catheter. The catheter was wider and hence it was painful to remove and was harmful to the urethra.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.